Event description:
A customer took a blood sugar reading and received a result of 146 mg/dl and approximately 1 hour later received a result of hi (greater than 600 mg/dl). No medication or food was taken between readings. While on the phone a review of the system was conducted. It was learned that the customer was using excel off brand reagent. It was explained to the customer that bayer does not provide or support the use an off brand reagent. Electronic checks of the system were satisfactory. The complaint is considered closed for purposes of MDR.